Event description:
Chest tube was inserted for diagnosis of pneumothorax. Chest x-ray at confirmed good tube placement and decreased size of the pneumothorax. Later that evening a small amount of blood was noted coming through the pigtail tube. The next morning md ordered that a pleural vac be added to the end to see output. That evening, after the patient had taken a walk around the unit, a slight audible leak was noted when patient coughed. An hour later, the leak was noted whenever patient took a deep breath; the rn took down the dressing and the heimlich valve fell off. It was noted that the pigtail catheter tubing was cracked down the length of the tube. Chest x-ray showed increasing moderate to large pneumothorax. This chest tube was removed, and a new one placed with resolution of the pneumothorax. Of note, it was also reported the day after the chest tube was originally inserted there were bubbles in the water chamber whenever the patient spoke.